Manufacturer narrative:
(B)(4).

Event description:
It was reported that longitudinal balloon elongation occurred. The target lesion was located in the coronary artery. A 3.50mmx12mm emerge balloon catheter was advanced to post dilation. However, during inflation, it was noted that the balloon was elongated longitudinally and surpassed the markers band. The device was removed from the patient's body without difficulty and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The balloon was loosely folded and there was contrast in the balloon. The device was soaked in a waterbath for a week. The tip, balloon, markerbands, hypotube, inner and outer shafts were microscopically and tactile examined. Inspection revealed numerous kinks in the hypotube, damage to the tip, and inner damage to the distal shaft for a length of 21.5 cm. The balloon was inflated to rated burst pressure (rbp) for 5 minutes. The markerbands were located in the appropriate location of the balloon body. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. There was no evidence of any product quality deficiencies, it was considered likely that the hypotube kinks, inner shaft damage, and tip damage were attributable to procedural factors. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that longitudinal balloon elongation occurred. The target lesion was located in the coronary artery. A 3.50mmx12mm emerge¿ balloon catheter was advanced to post dilation. However, during inflation, it was noted that the balloon was elongated longitudinally and surpassed the markers band. The device was removed from the patient's body without difficulty and the procedure was completed. No patient complications were reported and the patient's status was good.